Manufacturer narrative:
(B)(4). The product was scrapped by the hospital; therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed with the following outcome: no similar investigated complaint was found. Based on this, confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: the main problem of this concentrator was that there was no water filled out from the effluent outlet. The perfusionist exchanged another concentrator immediately, so there was no delay for the surgery and no consequence for the patient. (B)(4).